Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2008 and mesh was used. The experienced swelling on the abdomen and a large abscess on the left testicle. There was also pain in the scrotum. Another surgery was performed in 2008. After this second surgery, the patient contracted a infection, while still in the hospital. The patient was treated with antibiotics and after (B)(6) was released from the hospital. The patient continued to have pain in the groin area and left side testicle and saw a urologist who recommended a neurologist. The neurologist put the patient on high dose of medication (neurontin) because the infection had damaged nerves. Another abscess appeared in the groin area and the patient underwent a third surgery in 2010. The patient continues to drain in two areas. Lab tests were done in 2011 and the results showed more infection. Antibiotics have been continuously increased with no relief from the pain or drainage. The patient has to change bandages four times a day due to wound drainage.